Event description:
During a routine follow-up, interrogation revealed a change in sensing values, and an increase in capture thresholds. Repositioning was attempted, but the physician had difficulty with the helix. The lead was replaced.

Manufacturer narrative:
Na